Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms noted. The back light functions properly. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker, and cracked case near display window corners noted during visual inspection. Address and or serial number label was noted that it was peeling.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer pressed a button for more than three minutes and received a button error alarm. The customer attempted to clear by pressing esc and act buttons but was not able to clear the alarm. The customer stated that it was like all of the buttons were stuck. The customer stated that there were no significant events prior to the alarm, but the customer's most recent blood glucose level was 270 mg/dl. The customer stated that the keypad is not responding to any button presses. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.